Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. B3: date estimated. The clip remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mitral regurgitation (mr). On a later date, the patient returned with increased mr. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported mitral regurgitation (mr) appears to be related to patient morphology/pathology/disease progression (remaining prolapse central from clip). The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001. Date of event, case description, relevant test data, part/lot number, implant date, initial reporter name.

Event description:
This is filed to report increased mitral regurgitation (mr) and hospitalization it was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat mitral regurgitation (mr). On a later date, the patient returned with increased mr. Subsequent to the initially filed report, the following information was received: one (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to a grade of 1. Roughly nine months after the clip was implanted, the patient returned with increased mr due to disease progression. The clip was confirmed stable on both leaflets and no tissue damage had occurred. No additional information was provided.